Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the display was dim/discolored. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim and discolored display screen. The battery compartment was found to have cracked below the grip pad. Cosmetic damages were found on the label. (B)(6).